Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the there was a kink in the inlet tube.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation found that the inlet tube of the drainage bag was kinked. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method of use keep the drainage bag below the bladder level without touching the floor. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that the there was a kink in the inlet tube.